Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device was allegedly difficult to remove from the target tissue on the first sample attempt. It was further reported that the device was allegedly rotated slightly, allowing it to be successfully removed. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. As received, two maxcore biopsy needles, one used device and one sealed lot sample. For each device, both slides were in their initial positions. There were no visual anomalies noted on either device. Functional/performance evaluation: used sample: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a test tissue with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. It was noted that after each sample pass the device was removed from the test tissue without issue. Sealed lot sample: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a test tissue with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. It was noted that after each sample pass the device was removed from the test tissue without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is inconclusive for difficult to remove, as the reported conditions of use could not be fully recreated (i.e., human tissue). However, under laboratory conditions, the device worked properly, and the reported problem could not be replicated. The root cause could not be determined based upon available information. It is unknown whether patient/procedural issues contributed to the event. Labeling review: the current maxcore disposable core biopsy instruments instructions for use (IFU) states: precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. See figure 3. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Prepare site as required. Verify instrument is energized. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device was allegedly difficult to remove from the target tissue on the first sample attempt. It was further reported that the device was allegedly rotated slightly, allowing it to be successfully removed. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.